Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred while the user attempted to load multiple new cartridges. The user's blood glucose level was not impacted. Reportedly, the user would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.